Event description:
It was reported that the occlusion alarm sounds without an apparent reason on the cadd solis pump. This type of alarm is classified as a high-priority alarm and, if triggered during patient use, will interrupt the infusion. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4, d5: updated. D9 - date returned to MFR: 05-jun-2026. H3 and h6 codes: updated. The pump was returned for evaluation. The event history log was reviewed and indicated a high alarm displayed (downstream occlusion) event. A review of the service history found that the device has not been serviced. The device was visually inspected and found that the downstream occlusion (dso) seal was cracked. The allegation made by the complainant was confirmed. The cause of the reported issue was identified as a missing calibration of the dso sensor.